Manufacturer narrative:
Pta was performed on a lesion in the proximal right internal carotid of 23.31mm in length in a 4.28mm vessel diameter. The patient was symptomatic and there was thrombus at the target site prior to the procedure. The arch I type lesion was ulcerated. There was 84% stenosis pre-procedure stenosis. The lesion was pre-dilated during which a type b dissection occurred. An angioguard embolic protection device (lot number 70908506) was successfully deployed and retrieved without any technical problems. There was debris found in the basket upon retrieval of the device. A 6.0x40mm precise stent was deployed at the target lesion without any malfunctions. The residual diameter stenosis was 16%. Post-procedure ck 27 (maximum upper limit 135) was and c-mb (maximum upper limit 4.0). There were no neurological deficits when the patient left the angio suite. Heparin was administered during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The patient was discharged on the following day without any major adverse events. Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This report is associated with a previously submitted report under manufacturing number 9616099-2009-00595 regarding an ischemic stroke and vision loss.

Event description:
Following balloon angioplasty with a cordis aviator balloon, a type b dissection occurred. It was treated with a precise stent.